Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet was unable to be removed from the lead and damaged the lead lumen. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The reported event of ¿the wire is withdrawn forcibly, resulting in the electrode being damaged¿ was confirmed. As received, a partial lead was returned in one piece. Visual analysis found that the inner coil was found stretched and the connector pin and connector cap were found missing and was not returned with the lead. Electrical testing found no shorts or conductor fractures. The cause of the reported event was isolated to excessive force resulted in the connector pin and connector cap being pulled out of the connector assembly consistent with procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.